Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received by the field regarding the model and serial information for the implanted products involved in the event and the patient information. It was also reported that after the explant procedure, the patient was in good condition. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated. Reference: muira, seiji; abstract from seventh implantable cardiac device winter conference, japanese heart rhythm society.

Event description:
Boston scientific received information from a professional conference of a case study involving a (B)(6) year-old female patient with av block who received an altrua pacemaker. One year later, the patient was diagnosed with stomach cancer and was receiving chemotherapy when it was confirmed through blood cultures that the patient had an infection. The device pocket was also noted to be swollen. The patient was sent to another hospital for a system explant. The device was explanted with the right ventricular (rv) and right atrial (ra) leads without issue but difficulties were encountered explanting the leads as a result of tissue adhesion. The leads were extracted via the femoral vein. No additional adverse patient effects were reported. The specific model and serial information on the device and the leads were not provided.